Event description:
We are a 25-bed critical access hosp. The following is a potential for pt harm from software program errors and the lack of communication to end users that I would like to report. Software program safety issues reported to vendor. Vendor fails to report to end users. We recently reported a major safety issue to our software vendor, only to find out they were already aware of the issue. Although they were aware of the issue, they did not communicate to other end users (who had not yet detected this problem) that a potential medication error could occur due to the error in the program. The software vendor had added a new feature during the last release of software. This feature allowed facilities to mark critical medications in such a way that the critical medication entry on the emar would change colors and require an override response anytime the medication was not given within the scheduled timeframe. The feature is called "overdue medication response". We turned this feature on during the last month for anticoagulant medications, in preparation for the pt safety goal 3e. On monday of this week, it was reported to my staff by the charge nurse on our med/surg unit that there was a problem. An order for lovenox that had been discontinued on the emar was still displaying as an active, scheduled medication. In testing, the software allowed the nurse to document administration of this discontinued medication order (that was displaying as an active order). This software error puts pts at risk of receiving medications that are supposed to have been discontinued. With this pt, the dose of lovenox had been changed, and both the new order and discontinued order displayed as active for this pt. This pt could have received nearly a doubling of the ordered dose because of this software error. This is a high alert medication, and the pt could have been seriously injured by this software problem. Luckily for our pt, we had an extremely diligent nurse on duty that caught and reported this error. When this was called in to the software vendor, we found out they were already working on a fix to the problem, as another facility had already called in a report of the issue (I am unaware if this caused an actual error and subsequent pt harm at the other reporting facility). Why all end users were not alerted of the potential for error and harm to pts is beyond me. This is not the first time that a safety issue with the software has been reported to the software vendor without any further communication to all end users with the warning of the issue at hand. We immediately turned off his feature once we realized this was a reproducible error within the software. However, I would have preferred to not put our pts at risk to being with, if this was a known error. If computer software vendors will not act with a conscience on their own, I feel that they should be pressured into having a communication system in place to alert all end users when the potential for error within the software programs jeopardize pt safety. End user should not have to find these glitches by trial and error when others have already detected the problem.